Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring: black. Case type: ngp. Customer returned insulin pump, for an alleged keypad anomaly on september 03, 2022. The device p-cap/test reservoir locked in place properly. The insulin pump was received, with no button response, back button, problem isolated to the electronic assembly electrical board 1. Unable to perform the displacement test and self test, due to no button response. Insulin pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the electrical board1, electrical board2, force sensor, motor and battery tube assembly noted. The insulin pump was received, with a cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. The insulin pump failed the keypad voltage test, low keypad button voltage on (up, down, center and back buttons) noted. Swapped electrical board1 with test electrical board1. And keypad voltage test passed. In summary, customer alleged keypad anomaly confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the keypad anomaly. It was reported that the button was unresponsive. No harm and medical intervention were reported. Troubleshooting was performed. The insulin pump was not exposed to change in altitude. Customer will discontinue use of the device.